Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Section a: although requested, patient demographics not provided.

Event description:
The customer reported a separation at the lower port site of the tubing when connected to the patient. There was a chemotherapeutic medication in the infusion set. Although requested, no further information has been given.